Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8; h3; h4; h6; h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor fiber breakage, scratches on distal edge, and minor stains under cover glass. Based on the results of the investigation, it is likely the customer's reported failure "bad image" was due to a defective outer tube. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the subject device had bad image. There were no reports of patient harm.

Event description:
It was reported that during reprocessing, the subject device had bad image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.